Event description:
The hospital reported that during the coronary artery bypass procedure, after deploying the seal, the aortotomy was not hemostatic. The surgeon thought the seal might be cracked so he removed it and the anastomosis was completed with the replacement seal. No patient complications were reported.